Event description:
The customer reported that when attempted to ligate the target site they were unable to release the ligature during a colonic polypectomy procedure involving an olympus single use ligating device. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for inspection and therefore the reported failure could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.